Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with episode and noise on electro cardio gram, the patient experience palpitations during pacemaker mediated tachycardia. The noise could be reproduce pressure on the can. No additional information was available. The lead remained implanted.